Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event that the device did not turn on could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined the reported event may have been caused by a power supply unit failure due to an accidental failure of a power supply unit component, because less than three years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; dust had accumulated inside the device and around the fan. The inside of the printed circuit board was rusted. There were small scratches on the lid, chassis, and front panel. The rear panel was rusted and the chassis was dented. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the power switch did not turn on and the device did not start up. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the device did not turn on due to a power supply unit failure.